Event description:
Pt was involved in a motor vehicle accident in 09/02. Pt was taken to surgery for an open reduction and internal fixation of comminuted right and left fracture of the mandibular body. Pt was returned to the or for incision and drainage of left mandibular abscess and removal of broken mandibular fixation plates. Per the physician, the pt had soft bones that wouldn't break the plate, and he feels the problem was with the plate itself. Two kls reps were present for first surgery. Pt expired 16 days later after cardiac arrest.